Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose was not adversely impacted. The customer continued to use the pump for insulin therapy.